Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17622780 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, after the precise pro rx 9 x 40 was removed from the packaging prior to use it was found that the delivery shaft of the stent was fractured. It was replaced with another cordis stent to complete the operation. There was no patient injury reported and the product will be returned for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The device was prepped in the tray. When removed from the tray the stent was still constrained within the outer member/sheath. The product was not used. When the product was opened it was found that the delivery shaft was fractured. The device was ruptured/broken. The device was not broken in two separate pieces.

Manufacturer narrative:
As reported, after the precise pro rx 9 x 40 was removed from the packaging, prior to use, it was found that the delivery shaft of the stent was fractured. It was replaced with another cordis stent to complete the operation. There was no patient injury reported and the product will be returned for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The device was prepped in the tray. When removed from the tray the stent was still constrained within the outer member/sheath. The product was not used. When the product was opened it was found that the delivery shaft was fractured. The device was ruptured/broken. The device was not broken in two separate pieces. One non-sterile unit of a precise pro rx 9x40 was received for analysis coiled inside a plastic bag. Per visual analysis, the outer member of unit was received separated at 20.1 cm from distal end. The stent was received inside the unit (not deployed). The hypotube of unit was received bent and a kink found on the outer body at stent level. No other anomalies found. Stroke length dimensional was not performed due to outer member was received cracked/separated. Functional analysis could not be performed due to the outer member separated condition of unit as received. Per microscopic analysis, the precise pro rx catheter body shaft cracked was observed under vision system and the separated sections of precise outer member presented elongations and frayed edges. These characteristics are clear evidence as a product of an application of a tension force that induced the cracked/separation. No other issues were noted during microscopic analysis. The events reported by the customer as¿ stent delivery system (sds)- cracked ¿, ¿stainless steel hypotube (inner shaft)- kinked/bent - during prep¿ and ¿outer sheath- separated - during use¿ were confirmed through analysis of the returned product. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by evidence of elongations and frayed edges noted on the cracked surface during analysis indicative of excess force being applied to the device. According to the instructions for use, which is not a mitigation of risk ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.